Manufacturer narrative:
The echo image files were reviewed by an immucor technical support specialist. The negative wells that should have been reactive on the screening and identification assays visually appeared positive. The customer was informed of technical communication (B)(4), which instructs customers to perform a visual verification of negative reactions before final release of results.

Event description:
A customer reported obtaining unexpected negative results with the antibody screening assay on the galileo echo instrument.